Event description:
During a coronary stent procedure, the stent dislodged. The lesion being treated was a calcified lesion in the proximal rca. The lesion was pre-dilated with a maverick balloon. After pre-dilation the physician attempted to reach the lesion with the express2 monorail stent delivery system, however, was unable to cross the lesion. While attempting to retract the express2 monorail stent delivery system back into the guide catheter, the stent dislodged in the rca. The stent was successfully retrieved with a snare. The lesion was dilated with another maverick balloon and a cypher stent was able to cross. No patient injuries or complications were reported.